Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in finland, it was reported that the patient experienced a high blood glucose (bg) event, with bg rising to 33 mmol/l due to an infusion set not adhering properly. The issue was attributed to less sticky tapes used recently. The event occurred on 25 aug 2024, leading to hospitalization for approximately 24 hours. The patient was treated with IV fluids and insulin in the ICU. Symptoms included vomiting and weakness, with ketone levels at 7.5, resulting in ketoacidosis. The patient had been using an insulin pump prior to hospitalization. No further information available.